Event description:
Litigation papers allege the device needed to be surgically removed and replaced due to loosening and failure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.